Manufacturer narrative:
This supplemental report is being submitted to provide corrected information. Regarding the previous initial report of #8010047-2021-14209, olympus medical systems corp. (Omsc) noticed that "g3: date manufacturer received" was incorrect. The correct date is "october 13th, 2021", not "october 12th, 2021". " october 13th, 2021" is occurrence/finding date of " there was the foreign object on the distal end of the subject device¿. In addition, the subject device was inspected at olympus india and confirmed the reported phenomenon. It was that there was the foreign object on the forceps elevator of the distal end of the subject device. Omsc reviewed the evaluation report of olympus india and found a sign of insufficient or incorrect reprocessing the subject device due to the presence of the foreign object on the forceps elevator of the distal end of the subject device (the user may have used the poor reprocessing subject device for next procedure). If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be determined. [Consideration] the cause of the foreign material adhering to the forceps elevator of the subject device could not be identified, but the followings could be presumed from the investigation results. -there was a difference between the reprocess method implemented by the user facility and the reprocess method recommended by IFU. -there was a lack of training for the user facility staff regarding the handling of device in accordance with IFU, the implementation of reprocessing when returning repairs, and the normal reprocess method. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus (B)(4), that it was found there was the foreign object on the distal end of the subject device. The subject device had been returned to olympus (B)(4) for repair due to a cloudy image that could be resolved by flowing air/water through the nozzle. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not returned to omsc. Olympus (B)(4) checked the subject device and found the reported phenomenon. The subject device is currently undergoing evaluation at olympus (B)(4). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.